Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2013, the patient experienced peritonitis. A batch review will be performed for the potentially associated lot numbers h13f19069 and h13f07072. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13f19069 and h13f07072 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pains coincident with peritoneal dialysis (pd) therapy. The peritoneal fluid was not found to be cloudy. On an unreported date in the same month as the onset, the patient was hospitalized and began treatment with unknown antibiotics (every 3 days for a week, twice total, intraperitoneally (ip)) for peritonitis. The cause of the peritonitis was unknown. On an unreported date the same month as the onset, the patient recovered from the peritonitis and was discharged from the hospital. Dianeal therapy was ongoing. No additional information is available. This is report 4 of 4.